Event description:
It was reported by the patient that the device shocked them four times that day. Follow up was conducted and from the information obtained it was reported that the patient has not been seen since the date of the call but at the patient's upcoming visit, the physician would examine both the patient and the device due to the patient's complaint of the ICD "firing". No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.